Event description:
Received recall notice on all sierra heparin and saline flushes. These products were dispensed to our patient in 2008 to flush port; however, the lot that tested positive for serratia was not sent to patient. Asked patient to discard all syringes once we received recall notice. Patient has now developed a port infection with positive cultures for serratia marcescens. Patient has had mild symptoms (chills and low grade fever) and is being treated with levaquin. Dose of amount: 1-3 ml, frequency: every day after nacl; 5-10 ml, frequency: before and after each dose. Route: IV. Date of use: 2008x40 days; 2008x40 days. Diagnosis or reasons for use: 286.0; 286.0. Event abated after use stopped or dose reduced: no.